Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to put the pump into storage mode before returning it and was sent a replacement pump. The customer planned to consult with a healthcare professional for backup therapy and received instructions for returning the problematic pump to tandem.